Event description:
There were no surgical delay reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for adverse event only. There is no product problem reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown locking screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery due to a broken variable angle locking compression plate (va lcp) curved condylar plate on (B)(6) 2019. Originally, the patient was implanted with the va lcp curved condylar plate and locking screws for a right distal femur fracture in (B)(6) 2019. On an unknown date after the surgery, the patient felt a pop while walking and experienced pain and difficulty in walking. The patient then went to the hospital and discovered that the plate broke, but the screws were intact. The surgeon was going to remove the broken plate and replace with another plate but when the affected area was opened, an infection was noted. The surgeon placed antibiotic cement beads around the fracture and performed a spanning exfix to hold the fracture at length for stability until the infection resides. It is unknown if there was a surgical delay. All the implants were successfully explanted. Procedure and patient outcome are unknown. This complaint involves nine (9) devices. This report is for one (1) unknown locking screws. This is report is 2 of 9 for (B)(4).